Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The consumer reported via the manufacturer representative that the patient was not getting pain relief. The impedances were within normal limits. The patient felt a burning near the implantable neurostimulator (ins) site when the amplitude was turned up. Fluoroscopy revealed that the left lead migrated inferior and appeared to be out of the epidural space. The manufacturer representative attempted to reprogram using a higher pulse width with hopes of getting stimulation on the other side, but was unsuccessful. The lead that had migrated was not activated at the end of the programming session. The issue was not resolved at the time of the report. The patient status was alive with no injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported when wiping down the lead, the distal end came apart from the rest of the lead (with minimal pull on the lead). There was a revision/lead replacement done on (B)(6) 2016. With the 0 electrode as reference, all impedance combinations were >20,000 ohms at 1.50 volts. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead ((B)(4)) found a thermal bond break in the outer insulation 6.8 centimeters from the distal end with all conductors broken at that point, and an unknown conductor broken 2.8 centimeters from the proximal end with all conductors stretched and broken 6.8 centimeters from distal end. Analysis of the lead ((B)(4)) found the stimulation lead body outer insulation to be melted. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.